Manufacturer narrative:
(B)(4). The sample has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) occurred during dwell 1. Received one actual set and drain bag in reference to system error 2240. Set was visually inspected with solution noted throughout set. Set was placed on machine for priming and run with drain bag attached and no alarms noted. No manufacturing abnormalities were noted during visual inspection (cavity 3j). The complaint could not be confirmed in the lab. The root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) advised the home patient (hp) that air has entered the set up. The tsr had the hp cycle power to the hc machine and the hp stated that the hc displayed end of therapy. The tsr advised the hp that she would need to start over with new supplies. The hp stated that the drain bag has a leak in it but she was unable to tell where the leak was. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the care giver (cg) stated that the issue was resolved by starting over with new supplies. The cg said there was a leak but did not know where the leak had come from. The cg verified that there were no loose connections and disconnections from the supplies. Per cg, the hp did not receive any injury or medical intervention as a result of this incident. The cg said that hp was doing fine and continuing therapy without issues. No further information was provided.